Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. (B)(4).

Event description:
It was reported that the patient was implanted a durom acetabular component 52/46 code l on an unknown side(exact date not reported). The patient was revised on (B)(6) 2016 due to elevated metal ions.

Manufacturer narrative:
Trend has already been identified in (B)(4). The device manufacturing quality records indicate that the released components met all requirements to perform as intended. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. It is reported that there was a revision of a durom cup due to high metal ions values. The components were implanted on an unknown date and revised on (B)(6) 2016. X-ray analysis: one picture of an undated x-ray was received. The picture is a scan from a paper copy of the x-ray and therefore in a bad quality. The x-ray shows a patient with right hip replacement. It was used to measure the inclination angle of the cup which is approx. 40°. A reliable analysis of the ante- or retroversion is not possible on planar x-rays. Therefore a template was overlaid on the cup profile shown on the x-ray to estimate this angle. Dependent on the angle of ante- or retroversion the projection of the cup on the x-ray has a different profile. On the template the profile of the cup was shown in steps of 5° ante- or retroversion. With this method it is not possible to define if the profile comes from an ante- or retroversion since the profile of the cup is the same on the x-rays independent of the direction of rotation. In this case the ante- or retroversion is estimated to be between 5° and 10°. Devices analysis: the durom cup shows slight damage from the revision surgery such as nicks and slight scratches. On the anchoring side a few remains of bone attachment are visible. Slightly polished areas are visible on the porous coating of the durom cup. Coarse damage can be observed most probably due to the revision surgery. On the articulation side of the durom cup numerous fine scratches are visible. In one area there seems to be also some coarse scratches. In one area along the bevel a stripe showing surface changes can be recognized. The surface changes were further investigated, showing a pit-like appearance but their origin remained unknown. When the components were received the metasul ldh and the head adapter were still assembled and were disassembled for the investigation using an adapter extractor. The outer surface of the head adapter shows some possibly organic deposits but is inconspicuous. On the inner surface of the head adapter surface changes due to fretting corrosion could be found. Additionally, at the proximal end of the taper, two opposing marks can be observed on the inner surface. The reason for the marks stays unknown. The articulation surface of the metasul ldh shows several slight scratches. There are some isolated nicks and scratches probably deriving during or after removal. A partial borderline between the loaded and the unloaded area is also visible to the naked eye. Nothing conspicuous can be observed on the head taper. The articulation surface was further inspected under the microscope at 200-times magnification with differential interference contrast (dic). In the loaded area scratches are recognizable and the carbides, which protruded slightly in the original surface state, are leveled. There are still protruding carbides in the unloaded area close to the equator. As already visible to the naked eye the borderline between loaded and unloaded area is well recognizable. According to the received information the implants were revised on (B)(6) 2016 due to high metal ions values. The components were implanted on an unknown date and revised on (B)(6) 2016. According to the release date of the products on the market, the revision occurred after a maximum of 7 years 5 months in vivo. The device examination of the received components showed only a few remains of bone attachment and slightly polished areas on the anchoring side of the cup, which could indicate poor bone ongrowth and possible cup loosening. The head adapter exhibits surface changes due to fretting corrosion on the inner surface. Based on the device examination it can only be hypothesized that the high metal ions values leading to the revision surgery could be attributed to the fretting corrosion found on the head adapter. The reason for those surface changes on the adapter remains unknown. A comprehensive investigation into the experiences of users of durom/metasul ldh systems in the EU was conducted (CAPA (B)(4)). It included a thorough review of literature regarding the clinical performance of mom (metal on metal) devices and the durom cup specifically, interviews with users of the durom cup in resurfacing and ldh (large diameter head) applications, independent radiological analysis of cases, analysis of explants and bench testing. The most probable root cause for the revisions for corrosion at the stem/taper adapter, lack of bone ongrowth of the cup, loose cups, pain, osteolysis, and milky fluid in the joint space was using a surgical technique which differs from the prescribed surgical technique. The results of the investigation indicate that the durom cup, when used as intended, is a safe and effective device and is performing commensurate with industry performance of similar mom devices. Based on the device examination it can only be hypothesized that the high metal ions values leading to the revision surgery could be attributed to the fretting corrosion found on the head adapter. The reason for those surface changes on the adapter remains unknown. However this issue is known and addressed in (B)(4). Zimmer's reference number of this file is (B)(4).